Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent washout and exchange of liner due to infection. (Right tkr) same size liner was used. (B)(6).